Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found to have cardiac tamponade post-implant on (B)(6) 2021. Cardiogenic shock was also reported and attributed to biventricular dysfunction, requiring vasopressors. An acute kidney injury on chronic kidney disease stage iii was noted during post-operation period. Nephrology was consulted and the patient was started on slow continuous ultrafiltration on (B)(6) 2021. On (B)(6) 2021, the patient was noted to have worsening hemodynamics from the night prior, requiring epinephrine and increase in dobutamine. Bedside echo was concerning for circumferential pericardial effusion. The patient was emergently taken to the operating room for pericardial window and a large amount of dark, old blood was drained. Sternal wires had to be removed and sternum reopened. A large clot was found and removed. Ultrafiltration was restarted again on (B)(6) 2021 and stopped 04nov2021. After being downgraded to cardiac stepdown on (B)(6) 2021, the patient had multiple low flow events. The patient received 250cc of intravenous (IV) fluid bolus and was noted to be hypertensive with mean arterial pressure in the 90s. The patient was then uptriaged to the intensive care unit (ICU) and initiated nicardipine drip with immediate improvement of left ventricular assist device (lvad) flow. Left upper extremity swelling was noted on (B)(6) 2021 and a left upper extremity venous doppler was ordered. The patient was able to move the extremity but reported pain. The doppler revealed an acute non-occlusive deep vein thrombosis seen in the left internal jugular(ij) vein related to the patient's left ij central line. Per heart failure service, there was no urgent need for anticoagulation due to the patient's risk factors. Left ij venous access was to be removed and replaced. The patient was also assessed to have a stage 3 pressure injury located along line of inner gluteal cleft extending to coccyx and bilateral buttocks. Granulation tissue was noted in wound bed with scattered slough. The wound was cleaned and dressing was applied.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had pericardial bleeding as seen on echocardiogram on (B)(6) 2021 which required surgical intervention and blood products. At that time they also experienced cardiac tamponade. The bleeding was considered resolved without sequelae on (B)(6) 2021. The patient's hypertension resolved without sequalae on (B)(6) 2021. Urinalysis was positive for a urinary tract infection (uti) which had an onset date of (B)(6) 2021 and was treated with antibiotics. Urine culture was also taken and showed escherichia coli growing on (B)(6) 2021. Warfarin was administered to the patient on (B)(6) 2021 to address their deep vein thrombosis once it was determined safe by cardiology. The patient was successfully weaned off of inotropic support on (B)(6) 2021, and their right heart failure was considered resolved without sequelae on (B)(6) 2021. Infection was considered resolved without sequelae on (B)(6) 2021. The patient's cardiogenic shock was considered resolved without sequelae on (B)(6) 2021. Also on (B)(6) 2021 the patient had a flare of gout that involved worsening pain in their upper extremities. A short steroid course was started with noted improvement. The patient had been chronically anemic throughout their hospital stay post implant. On (B)(6) 2021, hemoglobin dropped below transfusion threshold of 6.7 gram per deciliter. The patient was transfused with 1 unit of packed red blood cells with good response. After nephrology was consulted again on (B)(6) 2021, it was recommended that the patient should be administered a bumex drip for intravenous diuresis. The patient was weaned off the bumex drip and transitioned to oral bumex on (B)(6) 2021. On (B)(6) 2021 the patient's gout was considered resolved without sequelae. It was also noted that anemia resolved on (B)(6) 2021. It was reported that the patient complained of itching at the driveline exit site on (B)(6) 2021. Some possible purulent drainage was noted, however, it was found in the wound adjacent to the driveline, not the exit site itself. The subject had no fever or elevated white blood cell count. The case was discussed with infectious disease, who recommended a course of IV vancomycin and cefepime. Wound cultures were taken, which have been negative to date. Additional information revealed that the patient's mood was noted to be depressed on (B)(6) 2021, having difficulties in motivation and capabilities. Behavior health would follow the patient regarding this issue. The patient became acutely agitated with delusions on (B)(6) 2021. A computerized tomography (CT) scan of the head was obtained. The decision was made by the infectious disease department to hold cefepime for possible neurological side effects. The vancomycin was also withheld. The infection resolved without sequalae on (B)(6) 2021 and acute delirium resolved without sequalae on (B)(6) 2021. Additional information revealed that the patient's site of infection was not clear and that there were no other clinical signs of infection. The etiology of the neurological dysfunction was unclear though it was thought to be a potential side effect from cefepime. Head CT was negative for stroke. CT scan was ordered for acute mental status change and was negative for acute process. The drainage site had no obvious infection noted by the infectious disease physicians, though some itchiness and discomfort at the driveline site persisted. The behavioral health department was consulted for mental status and recommended delirium precautions with zyprexa as needed for acute agitation. As of (B)(6) 2021, the patient has had intermittent bouts of confusion and forgetfulness. Kidney function had returned to baseline prior to hospital discharge on (B)(6) 2021.

Event description:
It was also noted that hypertension resolved without sequalae on (B)(6)2021 and anemia resolved on (B)(6) 2021. The infection also resolved without sequalae on (B)(6) 2021 and acute delirium resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, deep vein thrombosis, infections, renal dysfunction, bleeding/cardiac tamponade, neurologic dysfunction, anemia, hypertension, and patient conditions (cardiogenic shock, pressure injury, and gout) could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were returned for evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists right heart failure, peripheral thromboembolic events, infection, renal failure, bleeding, neurologic dysfunction, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. Care instructions regarding preventing infection are provided in various sections of the IFU. This document also lists infection as a potential late postimplant complication. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device and includes considerations for when there is a risk of bleeding. This section also lists and thromboembolism as a potential late postimplant complication. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook, rev. C, is also available. Several sections of this handbook provide care instructions regarding preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.